Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bankart repair the winding wires for the suture snapped. The anchor was already inserted in the patient when the suture broke. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported speedlock device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a bankart repair the winding wires for the suture snapped.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) over tensioning the suture. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. Do not over-tension the suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.